Event description:
It was reported that during an low anterior resection procedure, the device was used for the rectum. The tissue was not fired properly at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.